Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's motor sputters. There were no errors on the device. The patient's blood glucose at the time of incident was not documented. The customer felt as if the device would die soon. He stated that the motor was moving slower during the rewind process. The device was not bumped, dropped, or exposed to moisture. The drive support cap also appeared recessed. The customer was advised to call in for a set change, so the rewinding and priming processes can be observed and documented. No products were returned or replaced at this time.